Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that water tightness was lost in the scope cover due to deformation of the scope cover, the suction cylinder had no color, the insulation resistance value at the distal end did not meet standard value due to a burnt plastic distal end cover, the connecting tube was buckling, water could not be supplied due to a clogged jet tube in the control unit, a leak in the scope cover, and the universal cord was scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material in the jet tube. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Occurrence of the event can be detected/prevented by handling the device according to the following IFU (instructions for use): detection methods are written in IFU: gif-1100 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.